Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was stopped working and the cloudiness under lcd display as well as there were some lines on the screen. The customer¿s blood glucose level was 115 mg/dl. Customer reports insulin pump was exposed to moisture. The customer was also advised revert to back up plan and treat per healthcare professional¿s instructions. The insulin pump was returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damaged electronic assembly. Also moisture damage motor during visual inspection. Unable to perform operating current test, unexpected restart error test, self test and displacement test or verify missing segment due to blank display. Device had minor scratched lcd window.